Manufacturer narrative:
One (1) confidence spinal cmt system 11cc [product code: 2839-10-000, lot no: htlc35] was returned to the complaint handling unit (chu) for evaluation. Visual examination revealed that the cement had become solidified inside the confidence mixing bowl. Also, it was indicated that the cement was not fully distributed to the distal tip of the cement reservoir. Approximately only 5cc of cement was distributed into the cement reservoir. No other anomalies were detected during evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the confidence cement setting too quickly cannot be determined. However, per the surgical technique, it states that after cement is completely mixed and the mixing t-handle is removed to apply the cement reservoir adapter onto the mixing bowl, pushing and screwing it in a clockwise rotation until firmly seated in the bottom of the bowl. This process will force the cement into the cement reservoir and making certain that the cement is fully distributed to the distal tip of the reservoir. As such, based on the evaluation of the returned sample, it is suggested that the cement reservoir was not fully seated onto the bottom of the mixing bowl, thus not allowing proper injection of the cement into the cement reservoir to occur, resulting in the cement becoming solidified prior to the cement being fully distributed to the distal tip of the reservoir.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cement hardened within 45 seconds of mixing.